Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 25fr sheath hole prior to a mitraclip procedure. Reportedly, when the plunger was removed, the prostyle device released the thread avoiding the correct formation of the knot. The same issue occurred with a second prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It should be noted that IFU states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviations would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.